Manufacturer narrative:
Pentax video colonoscope model ec38-i10f2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. UDI# is not applicable because the device is not marketed in us. Evaluation summary it was caused due to the fluid damage in the ccd module. In addition, we confirmed that the light guide cable and the suction channel buckle and eog valve looseness; however, these are not related to the alleged complaint.

Event description:
This event occurred at the time of before use. There was no report of patient harm. There is a spot in the image.